Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support provided full pump reset instructions, guided customer through reset step by step, and after reset cgm error did not recur and customer successfully started sensor session, with no additional outcome information provided.